Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the peek spacer split three times from the titanium plate. The implant was swapped for a different one, and was implanted successfully on the first attempt. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained article to the responsible product development center for evaluation: the investigation shows slight damage on the peek where the metal separated. As the implant is designed to allow some play between spacer and plate, when excessive force is applied, the plate may separate from the spacer. Mishandling, too much force applied can be a possible cause of the failure. The review of the production history revealed that this implant was manufactured in april 2008 according to the specifications. All measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specifications. In addition we confirm that the implant was in full compliance when it left the manufacturing site. This article was manufactured according to the specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.